Manufacturer narrative:
Batch review performed on 16 september 2019: lot 112894: (B)(4) items manufactured and released on 30-aug-2011. Expiration date: 2017-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs manager: recurring dislocation in tha. Serious lack of information prevents a full analysis to be performed. The radiographs supplied are not dated, so following the patient history is not possible. In one image, the cup looks rather vertical, but we couldn't determine if this is a projection effect or a migration from one postoperative position. No information is supplied as to patient activity, weight, age, or any other supplementary piece of information. The cause of this adverse could not be determined through the clinical investigation, but it's very unlike that it could be attributed to an implant malfunction.

Event description:
Revision surgery performed after 6 years from the previous revision surgery (performed in 2013 exact date unknown), due to luxation of the head form the cup liner (the liner involved is not marketed in the USA). The surgeon revised the head and the liner.